Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead dislodgement and loss of capture at max output were observed on the ra lead. The lead was repositioned on (B)(6) 2019. The patient was stable.